Manufacturer narrative:
One mep13 was received on january 25, 2017 for investigation. Device analysis was conducted on february 22; device was found to be in good condition. No body fluids were present on the device, however, it was noted that tissue is present following a dry vacuum tap to clear the cutter. Device attached to holster and initialized normally. The filter was not occluded. Device does not obtain any chicken samples. It was noted that no visual damage to the cutter. The internal components were compared to a conforming device. No non-conforming components were noted. Unable to determine root cause. Device functionality check was not confirmed. The event was duplicated. Root cause: undetermined. Although no adverse event/serious injury occurred with this event, after consultation with our clinical advisor, the failure mode of observed tissue in the cutter has been deemed as reportable due to the potential for misdiagnosis due to potential lost tissue samples that would preclude histopathology analysis. Pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
The sales rep reported that during a us biopsy using elite 13g probe, physician noticed he was not getting any samples. He removed probe, checked basket and no samples or tissue of any sort was found in mep13 tissue basket. Physician switched to core needle and obtained tissue successfully. Physician used a different mep13 probe on another case same day and was able to obtain tissue as normal. No patient complications.